Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify a15/e15 alarm due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer reports they were able to clear the alarm. Customer able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.